Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use and the device was prepared as per the dfu(direction for use). Based on the information currently available the exact cause for the reported balloon difficult to inflate and balloon leaked cannot be determined. The subject device was not available.

Event description:
It was reported that the transform balloon was deflating during the procedure. After removing the balloon, it was inspected and found to be leaking around the wire. There were no reported clinical consequences to the patient.